Event description:
Reporter indicated a pt underwent lead revision surgery due to a suspected lead discontinuity. The pt was experiencing an increase in seizures prior to the lead revision. The explanted lead has been requested for return. There was no pt trauma or device manipulation per the reporter. X-rays reviewed by the reporter did not identify any lead anomalies. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected.